Event description:
The facility reported a pump with failure code 403. It is known when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.